Event description:
The reporter states that the customer experienced an event where she dosed herself with her husband insulin (unknown type) based on the accu-chek advantage system result of 400mg/dl. She went into insulin shock and sustained a fall. She also hit her head. She called for medical intervention and subsequently "passed out". She rec'd intravenous therapy from the paramedics. She was transported to the hosp and her blood glucose was 20mg/dl on the professional meter. She was admitted to the hosp and rec'd additional medical intervention. New system sent and return requested.